Event description:
During a lumbar spinal fixation surgery, the surgeon broke off the tip of a tap in the pt's pedicle. The surgeon was able to remove the tap remnant. The incident added approximately 30 minutes to the surgery. Per the initial reporter, there was no pt injury associated with the event.

Manufacturer narrative:
The actual device was not returned for evaluation. Based on info received from the initial reporter, the surgeon discovered that the pt had very hard bone. The surgeon bent two targeting needles during his preparation of the implant site. Although inconclusive without an evaluation of the actual device, the extra force needed to tap into hard bone is a likely contributing factor in the instrument breakage.